Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), gastrooesophageal reflux disease ("esophageal reflux"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), galactorrhoea ("hormonal changes describe: nonpuemeral galactorrhea"), metrorrhagia ("metrorrhagia"), migraine ("migraine") and pollakiuria ("urinary frequency") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, gastrooesophageal reflux disease, abdominal pain, back pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, fatigue, weight decreased, alopecia, tooth disorder, headache, nausea, galactorrhoea, metrorrhagia, migraine and pollakiuria outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, galactorrhoea, gastrooesophageal reflux disease, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pollakiuria, tooth disorder, urinary tract infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received: reporter, lab data, events- "hormonal changes describe: nonpuemeral galactorrhea, abnormal bleeding (menorrhagia), metrorrhagia, migraine, esophageal reflux, urinary frequency" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), gastrooesophageal reflux disease ("esophageal reflux"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), galactorrhoea ("hormonal changes describe: nonpuemeral galactorrhea"), metrorrhagia ("metrorrhagia"), migraine ("migraine") and pollakiuria ("urinary frequency") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, gastrooesophageal reflux disease, abdominal pain, back pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, fatigue, weight decreased, alopecia, tooth disorder, headache, nausea, galactorrhoea, metrorrhagia, migraine and pollakiuria outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, galactorrhoea, gastrooesophageal reflux disease, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pollakiuria, tooth disorder, urinary tract infection and weight decreased to be related to essure. The reporter commented: r tube 5. L tube 4. Essure placed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Impression: occluded fallopian tubes with essure devices in place.. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2021: mr received. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperthyroidism. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), gastrooesophageal reflux disease ("esophageal reflux"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), galactorrhoea ("hormonal changes describe: nonpuemeral galactorrhea"), metrorrhagia ("metrorrhagia"), migraine ("migraine") and pollakiuria ("urinary frequency") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, gastrooesophageal reflux disease, abdominal pain, back pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, fatigue, weight decreased, alopecia, tooth disorder, headache, nausea, galactorrhoea, metrorrhagia, migraine and pollakiuria outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, galactorrhoea, gastrooesophageal reflux disease, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, pollakiuria, tooth disorder, urinary tract infection and weight decreased to be related to essure. The reporter commented: r tube 5, l tube 4, essure placed bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Impression: occluded fallopian tubes with essure devices in place.. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.